Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one of the implant deflated and became smaller than the other," "chest started to hurt the last couple of years," and "swelling." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported on an unknown side "one of the implant deflated and became smaller than the other," "chest started to hurt the last couple of years," and "swelling." Device has been explanted. This record is for an unknown side.